Event description:
Patient receiving chemotherapy IV infusion, line was flushed without resistance, primary IV tubing connected to patient, when the IV pump was turned on and the chemotherapy infusion to be initiated, the line would not run. Patient line disconnected, line patent and flushed easily, reconnected line, and attempted to flush at port closest to the patient but line would not flush, all fluid traveled back up into IV tubing chamber. New line primed and attached and worked.